Event description:
Allegedly, when pressing the exposure button there was no indication of an exposure being taken (no audible tone) and then the generator reportedly rebooted itself. Upon reboot, another exposure was taken. The film was developed and found to be double exposed which indicates that the first exposure had actually occurred. Since the film was double exposed another exposure of the patient was necessary to obtain a good film image. The end result is that the pt was radiated three times instead of once.